Event description:
Boston scientific received information that during a threshold test, the clinician had to press stop on the programmer three times in order for the testing to complete. Thus the device continued to increment down past initial loss of capture resulting in further loss of capture with asystole for approximately four seconds. The field representative noted that it was the first time the clinician had performed a threshold test and was using her finger on the programmer's touch screen instead of the stylus. The patient was symptomatic with dizziness. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.